Event description:
It was reported to stryker via the competent authority (B)(6) that when completing a total hip replacement the femoral head would not stay on the femoral neck. No adverse consequences were reported.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.